Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. Corrected fields to the initial medwatch report which were inadvertently left blank: e1, e2, e3; correction to g2 of the initial medwatch to remove "health professional" and h8. The device was not returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the needle adjuster could not be locked because the needle adjuster lever was slid to the convex position instead of the groove near the scale on the handle. However, a root cause could not be identified. The event can be prevented by following the instructions for use: ·before pushing in the needle slider, make sure that the needle adjuster is firmly fixed. If the needle adjuster is not firmly fixed, the needle may pop out from the tip of the sheath beyond the intended length, leading to perforation, major bleeding, and mucosal damage. ·when fixing the needle adjuster lever, if there is resistance during the operation of fixing the needle adjuster lever, release the needle adjuster lever once and fix it again. Forcibly fixing the needle while there is resistance may damage the needle adjuster lever, prevent the needle adjuster from being fixed, and cause the needle to protrude beyond the intended length, leading to perforation, major bleeding, mucosal damage, etc. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the single use aspiration 21ga needle was not safely locking when placed in the locked position. The issue occurred during a unspecified endobronchial ultrasound. The doctor reported it was not working properly when aspirating the needle and when bringing the needle out to the pathologist it was not locking properly. There were no reports of patient harm.